Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the ventricular (v) lead was confirmed. Analysis revealed 2 causes for the setscrew being unable to be untightened to release the v-lead. The first was that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. This will result in the user stripping the setscrew. The second and main cause the setscrew could not be untightened was the setscrew had been over-torqued by the user/physician at the time of implant. The setscrew was tightened to the point it dug into the metal of the lead¿s pin. The setscrew was so tight it could only be removed by dissecting it in the machine shop. This problem is related to the user not using the required torque wrench supplied with the device at implant.

Event description:
During device replacement for normal battery depletion, the right ventricular (rv) lead could not be removed from the header of the device. During a subsequent procedure, the device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.